Event description:
It was reported that the patient presented to the emergency room. Prior to the procedure, it was discovered that the right ventricular (rv) lead was dislodged and was exhibiting inappropriate capture. The rv lead was repositioned successfully. The patient was in stable condition.